Event description:
It was reported to philips a touched position was observed to be out of alignment. There was no patient involvement or harm. This event was reported to have occurred during periodic maintenance (pm). There was no delay to therapy. The philips field service engineer (fse) confirmed the issue. Following the evaluation of the device, the fse replaced the touchscreen to resolve the problem. The unit was then functionally tested and successfully passed specified tests. No other abnormality was observed. Based on the information provided and service performed, the customer's alleged malfunction was confirmed to have failed to meet specifications. It was determined that the root cause was the touchscreen.

Manufacturer narrative:
Reporting institution phone: (B)(6).

Manufacturer narrative:
H10: the removed touchscreen was returned to the product investigation lab (pil) for analysis. The pil technician installed the touchscreen into a pil v60 standard test bed (stb) for testing. Visual inspection of the touch screen revealed no evidence of damage or contamination. The pil technician confirmed the customer allegation of touch points were out of alignment. The touchscreen flex circuit failed required resistance testing. The high resistance results were out of specification and the reason for the touchscreen misalignment issue.